Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringes 1.0ml 30ga 8mm 10bag 500 pl/wg were unable to deliver insulin. The following information was provided by the initial reporter: consumer stated, needle would not draw insulin.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9210952. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that 5 syringes 1.0ml 30ga 8mm 10bag 500 pl/wg were unable to deliver insulin. The following information was provided by the initial reporter: consumer stated, needle would not draw insulin.